Manufacturer narrative:
The ge representative tried to repair fault remotely but was unable to. No further service information was available.

Event description:
The customer reported that the 9800 system would screen and flash expose intermittently. No patient injury was reported.